Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown liss plate, quantity 1, unknown lot. Other number: UDI: unknown part number, UDI is unavailable the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: spagnolo, r., fabrizio, p. Management of the schatzker vi fractures with lateral locked screw plating. Musculoskelet surg (2012)96:75-80. From december 2002 to december 2008 18 patients (15 men, 3 women) with complex fractures of the tibial plateau (schatzker vi) were treated with a fixed angle locking plate: 15 of them with the liss (less invasive stabilisation system) and 3 with the zplt (zimmer periarticular locking plate system). The average age of patients was 39 (range 29-49). It cannot be determined whether or not the complications occurred in patients implanted with the liss plate or the zplt plate. The following complications were reported: unknown liss plate, broken postoperatively because of the pseudarthrosis at the diaphyseal level, treated by removal of plate and revised with a ctn static intramedullary nail. This is report 2 of 3 for (B)(4). This report is for unknown liss plates.